Event description:
It was reported the patient (B)(6) suddenly lost stimulation. Attempts to initiate therapy proved unsuccessful as no communication could be established with the ipg. The pt's ipg was explanted. No further issues have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.